Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Additionally, the field e1 (initial report fax) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. The physician advanced the mechanical j-wire into the superior vena cava (svc), followed by the veracross dilator. To shape the dilator, the physician took out the dilator and guidewire together from patient's body however when tried to pull out the guidewire itself, it got stuck. It was also noted that the coating on the guidewire was separated on distal end. The guidewire came out successfully from the proximal end. To resolve the issue, a non-boston scientific guidewire was used with versacross and watchman system and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that during a watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. The physician advanced the mechanical j-wire into the superior vena cava (svc), followed by the veracross dilator. To shape the dilator, the physician took out the dilator and guidewire together from patient's body however when tried to pull out the guidewire itself, it got stuck. It was also noted that the coating on the guidewire was separated on distal end. The guidewire came out successfully from the proximal end. To resolve the issue, a non-boston scientific guidewire was used with versacross and watchman system and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.